Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set peeled off during use due to tape not sticking issue event on 15 apr 2026.